Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis review found no anomalies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead dislodged. It was decided cap the pace/sense portion of the lead and to use a previously abandoned pacing lead for pacing and sensing. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.